Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 04-aug-2025 investigation summary bd received 300 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retained samples from bd inventory were subjected to a draw test for low or no draw. All tubes drew within specification. Furthermore, around 40 of the customer samples returned were contaminated with blood and were not segregated from the unused samples. The sumter plant has no means to decontaminate customer samples. Thus, the entire shipment was considered contaminated for the sake of employee safety. Therefore, this investigation will rely on customer photos and retain samples for defect confirmation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.